Event description:
The user has been experiencing fluctuations in impedances for the last couple of years. It is unknown if the user's hearing performance with the device is affected but recently the user has been removing the processor more than usual. The user was re-implanted on (B)(6) 2020. A partial channel was drilled for the new implant, partial due to anatomical complications. The implant was placed in an existing well that had formed around the previous implant.